Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that the missing plastic of reservoir compartment. The customer¿s blood glucose level was 137mg/dl time of the incident. The insulin pump will be returned for analysis.